Event description:
During a gastrojejunostomy procedure, the device did not cut the entire length of the line. During the next firing, the device locked up halfway and it was then noticed that the staples did not form properly. Another like device was used and the event recurred. A third device was used to complete the procedure. The procedure was increased by one and one half hours.